Event description:
The doctor was using a resolution 360 clip to close a procedure site. The first clip was fed into the colonoscope and was unable to be opened by operator. The resolution clip was removed. The second clip was fed into the colonoscope. The operator was unable to open the clip and then the clip fell off the guide wire by itself. The third resolution clip which had a different lot number was tested once outside of the patient. It was able to open and close. After being fed into the colonoscope, the operator was unable ot open it. All malfunctioned clips were placed in separate bags with original packaging. All clips with the same lot number were pulled from patient area.